Event description:
During laparoscopic cholecystectomy clips were applied to the cystic duct. Later at another hosp the pt was operated upon again and clips were not found in place. Bile leak had occurred.